Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant fracture was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Adding UDI#: (B)(4). This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional investigation findings code 3243. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis ev implant catalog # unknown atis ev implant to osseospeed ev 4.2 c - 11 mm catalog# 25264. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Medical device problem code - 3190. The correct codes for this complaint are: health effect - clinical code - 1932. Medical device problem code - 1260. This is a follow up report with this corrected information.